Manufacturer narrative:
(B)(4). Analysis is normal. No anomalies were found. (B)(4).

Event description:
It was reported that the device system was explanted due to infection. Patient's condition was stable.